Manufacturer narrative:
510k number : the device p/n 1556300500 is similar to the device manufactured in us p/n 1556000500. Hence, mentioned 510k license number k111942 is of p/n 1556000500. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with spinal therapy. It was reported that the rods were broken. Reoperation is scheduled on (B)(6) 2021 & surgeon is going to use competitor's products. There were no symptoms reported. There were no further complications reported regarding the event. Device remains implanted. Olif was the primary surgery performed on (B)(6) 2016, posterior fusion was the secondary surgery performed on (B)(6) 2016. Patient recovered after the reoperation on (B)(6). The product was broken but there were no fragments. The rod remains in the body. Broken mdt rods were not explanted. Patient had no complications as a result of this event. A patient who was fixed from th10 to s2ai. Rod were broken on both sides between l1 / 2. Eight rod connectors were placed to make dualrod and the procedure was completed. In the view of the physician, it is a patient who was performed vcr between l1 / 2 and placed cage last time. It seemed that the bones were fused, but it was a comment that the fixation might have been weak because it was a part that was performed vcr.